Event description:
Customer reported a past high blood glucose event with the level displaying as "high," though the specific value was unknown. The customer did not require third-party assistance. To address the situation, the customer attempted to take a bolus and planned to change the site and cartridge if necessary. Control iq feature was activated during the event, and despite experiencing frequent high levels, the caller declined additional help. Cts recommended the customer consult with a healthcare professional to discuss potential factors affecting blood glucose levels, to which the caller agreed.